Event description:
Per the email from the consumer's son-in-law, the consumer allegedly broke her pelvis when she fell out of the chair.

Manufacturer narrative:
Manufacturer received an email from a consumer's son in law. He alleged his mother in law fell from her chair, and broke her pelvis. A model number was provided, but no other details were given. Manufacturer attempting to gather additional information. MDR filed based on alleged serious injury.